Event description:
There were 4 endeavor sprint drug eluting stents implanted in the rca during the index procedure. It is reported that a dissection occurred during the implant of the 3rd endeavor sprint stent. No further clinical sequela were reported.

Event description:
It is reported that the patient suffered restenosis approx 12 months post index procedure and required pci. One unknown brand bare metal stent was placed in the rca during the intervention procedure. It is reported that the patient outcome was successful. Investigator assessed that the event was possibly related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).